Event description:
Syringe pump repeatedly alarming for clutch error while in use. Pump had to be silenced and resumed several times. I even turned pump off and completely reprogrammed medication, but still clutch error alarmed. Nurse eventually switched out pumps.